Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day at around 11:00 pm, the patient was having a seizure. The patient was using tandem t slim unable/unwilling to answer if it was in modified closed loop. The patient was having seizure, unable to communicate and sweaty so the reporter called emergency medical services (ems) again. Dexcom value was not checked during this time. Reporter is not sure if medication was given to the patient by the emergency medical team (emt). Not sure what was the value of the bg taken by emt. Ems brought the patient to the hospital. The patient arrived at the ER around 12:00 am and they gave pt dextrose 50% solution 50ml. They were not sure what was the bg value before the dextrose was administered. Pt stayed at the hospital until 2:16 am. The patient's bg fs was taken before he was discharged, but not sure of the value. They were just informed that the patient did have a low sugar. The patient was not wearing dexcom when he was discharged since sensor was removed at the ER. The patient is currently feeling ok. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.